Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) said the catheters gave him painful urinary tract infections (uti's) while using of the m16 catheters.